Event description:
The affiliate reported, when making the second of 2 burr holes the perforator failed to cut out and plunged causing the patient extensive damage. Delay greater than 30 mins.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The returned perforator was visually inspected as received, disassembled and cleaned. No discrepancies were found. The perforator was reassembled and was functionally tested for cutting and drilling. It was found to meet specification requirements. The reported condition could not be duplicated. Review of the device history record has found no discrepancies. The complaint cannot be confirmed. At this time, the complaint is considered to be closed.